Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for the past 9 days their stimulator has been at 100% when they go to charge. Patient stated they have not been back to the doctor since their surgery. During the call the patient was able to connect to the implanted neurostimulators with the recharger and confirmed therapy was turned back on and at 100%. Patient mentioned the recharger turned off. Agent reviewed the recharger would turn off now that the charge session is 100%/finished. Patient stated a week and half a go where the stimulator was 10% and the patient confirmed they had just turned stimulation on before speaking with patient services. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.